Event description:
Pt implanted with pt specific cranial peek implant approx (B)(6) 2011 was discovered, post operatively, to have a high white blood cell count. Pt was returned to operating room on (B)(6) 2011 and surgeon removed the implant. It is not known what the pt was revised to.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.